Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after feeling thumping in their chest. Upon interrogation, the right ventricular lead exhibited oversensing of noise which resulted in inappropriate shocks. It was also noted that the defibrillation impedance was out of range. Programming changes were made. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicated that the lead impedance was high. It was noted that the oversensing of noise was due to lead dislodgement. The lead was explanted and replaced on 4 jun 2020. The procedure was completed successfully with no complications.